Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut into four pieces, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported event could not be determined. A malfunction has not been indicated against the lens. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the lens has rotated from 105 degrees to 60 degrees. Additional information has been requested and received which confirms the lens was explanted in a secondary procedure.